Event description:
During a follow-up, there was a high capture threshold noted on the right ventricular (rv) lead. The rv lead was explanted to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.